Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. At this time the ICD remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. At this time the ICD remains implanted and in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
According to the field the device will not be available for return for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.